Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-04379. Reference MFR report: 1627487-2012-04381. The pt received two leads with different lot numbers (off-label use). It was reported the pt had fallen, and since then was not receiving the same stimulation coverage. In addition, the pt reported the ipg had moved. It was reported surgical intervention was to be undertaken.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.